Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Per the provided clinical information, patient had hematoma and bleeding on impella site and ptt was 100 seconds. Bleeding improved and resolved with reduction of heparin. The cause of the access site bleeding issue was most likely due to anticoagulation management related with bleeding resolved after reducing heparin per clinical.

Event description:
The user facility reported person (unknown age, race, gender) was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site bleed with hematoma. The patient was give 2 units of red blood cells to treat the condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿